Event description:
It was reported that the device was used during a low anterior resection. The device cut fully but did not fire a complete staple line and difficult to open. The surgeon used another device to repair the staple line. It is unknown how the device was removed from the tissue, however, the device jaws are open. An additional 1.5 hours were required to complete the procedure. The surgeon was concerned about an adverse patient consequence due to additional anesthesia, however, the patient is stable and doing fine.

Manufacturer narrative:
(B)(4): evaluation summary: the analysis results found that the lts60a device was received in good visual condition and with a reload loaded in the device. The reload was received fully loaded with staples. Additionally, four pictures were received for analysis. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device opened without any difficulties noted. No conclusion could be reached on what caused the event reported to us with the evidence received. A batch record review was performed and no anomalies were found during the manufacturing process.